Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while ill, with blood glucose values in the 300s and a reported reading of 302, along with moderate blood ketones, difficulty locking the ilet cartridge during a set change, and a paused pump after reconnection; subcutaneous novolog insulin was administered, the infusion site was changed, and the system was later resumed with glucose trending down. Symptoms included elevated blood glucose with ketones and subsequent low glucose episodes overnight in the 60¿62 range. Outcomes included clinical management at home with subcutaneous insulin, hydration guidance, infusion set changes, and education on meal announcements and alarm thresholds, without hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and resolution with site change, manual insulin, and continued monitoring. It was concluded that hyperglycemia occurred with cause unclear, potentially associated with site or connection issues during illness, and that the device operated as designed after reinitiation with proper setup.